Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the reload was applied to test media, were all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to thoraco/pneumothorax, the surgeon checked the jaws opening/closing , however the jaws were unable to be fully closed and hard to be opened. Replaced by a new cartridge, the firing was completed with no problem. The event occurred during the procedure but the product was not used for patient. No patient injury.